Event description:
It was reported that the right atrial (ra) lead exhibited low impedances and loss of capture. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator (ipg) 2007 (B)(6); 4068 implantable pacing lead 2002 (B)(6); 4568 implantable pacing lead; 2002 (B)(6). (B)(4).